Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. Initial reporter. Zip code is not indicated at this time.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she experienced ruptured blood vessels in the eye, a foreign object sensation, sharp pain, is unable to tolerate bright sunlight, and cannot drive at night due to glare from oncoming car lights. The vision is 20/40 and she is back to wearing glasses. Additional information has been requested.